Event description:
It was reported that the devices were empty when opened during case. A third device was used to complete case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Device fired through lock out. Evaluation summary. The analysis results found that the el5ml device (b) was received in good visual condition. When testing the device for functionality it was noted to be empty and lockout was fired through. The advancer appeared to function properly when fired. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review. The analysis results for the el5ml instrument (a) found that it was returned in good visual condition. The instrument was cycled, fed and formed 2 conforming clips, 2 double feed and 4 malformed clips due to an advancer bypass issue. The instrument locked out as intended but the orange indicator did not show up. A corrective action has been initiated to address firing issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review. Advancer bypass, malformed clip.